Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer complained about what was described as a discordant negative antibody identification results for one patient. Reagents: 0.8% resolve panel b. The customer reported that on (B)(6) 2021, they had tested a patient sample for antibody identification in the indirect antiglobulin test (iat) using 0.8% resolve panel b in conjunction with their ortho vision-ID mts analyser, and that they had obtained a discrepant negative result with cell 22 of the red cell reagent. The customer reported that the patient was not harmed as a result of the reported event.